Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received.

Manufacturer narrative:
Additional narratives pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. The device was returned and product evaluation is ongoing. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a mitral valve, implanted approximately one (1) year and six (6) months, was explanted due to moderate mitral regurgitation secondary to pannus formation. Pre-op redo procedure the echo showed motion of one of the leaflets was restricted and it was causing moderate mitral regurgitation. Redo mvr was performed and the device was explanted and replaced with a non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as recovered. Upon the valve explant, pannus was attached to one of the leaflets which corresponds to the anterior commissure through p2 from the cusp area to the free margin. The leaflet was bent toward the outflow aspect from the pannus and it was causing regurgitation. The surgeon commented that pannus was not formed in the artificial chordae tendineae or preserved posterior cusp. There was no allegation of device malfunction.

Manufacturer narrative:
H3: product evaluation: customer reports of mitral regurgitation secondary to pannus formation were confirmed due to observed rolled leaflet from host tissue overgrowth. X ray demonstrated wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 3 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1 mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Host tissue was fused. Leaflets 1 and 3 by approximately 3 mm at commissure 1 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The free margin of leaflet 3 was rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region which likely led to the reported regurgitation. Sewing cloth had multiple cuts around the sewing ring. Suture threads remained attached to the sewing ring around leaflet 3 and commissure 2.